Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-calcified, mildly tortuous, 70% stenosed mid left anterior descending (lad) artery. The whisper ms guide wire was advanced, a scaffold was deployed and post-dilatation was performed. The imaging catheter was advanced and the final imaging run was performed. Upon removal of the devices (guide wire, imaging catheter, guiding catheter) as one unit from the patient, the whisper ms guide wire tip was observed to have sheared off and was in the monorail of the imaging catheter. The remaining segment of the guide wire was prolapsed in the guiding catheter; therefore, nothing remained in the patient. The physician commented that he felt the damage to the guide wire was caused by the imaging catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and patient effects appear to be related to circumstances of the procedure.